Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this malfunction, should it recur, could potentially cause a serious injury. Additional f/u to this MDR is expected upon completion of the investigation.

Event description:
Soon after the electronic technician finished the morning warm up and qa of the machine, a fire alarm was triggered and the hosp staff found smoke inside the treatment room. Upon further investigation, it was found that a pcb/capacitor inside the accelerator solenoid power supply was burnt. There was no injury reported as a result of this malfunction.